Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported since (B)(6) 2020 pt has had a constant sensation of stimulation / vibration in the lower back and pelvic area and a little up in the abdomen area. Pt stated it feels like she is "plugged into an electrical outlet". Pt stated she is feeling this sensation with and without stim on. Pt stated it feels like pt has stimulation "up too high". Pt stated her stim therapy is supposed to be in her lower back and down both of her legs. Asked about circumstances before this event started and pt stated there were no circumstances - traumas / falls. Troubleshooting was unable to be performed as n/a the patient was redirected to their healthcare provider (hcp) to further address the issue.